Event description:
Pt had total knee replacement in 2001. Six weeks post-operative pt went to e.r with chills. Recovery prior to this was excellent. Drained 10 to 20 cc of green fluid on two consecutive days. Replaced articular surface on the third day after this while performing open debridement. Pitting was discovered on articular surface. Culture came back staff epidermis.

Event description:
Pt had total knee replacement in 2001. Seven weeks post-operative pt went to e.r. With chills. Recovery prior to this was excellent. Drained 10 to 20 cc of green fluid on 11/28/01 and 10 cc on 11/29/2001. Replaced articular surface on 11/30/01 while performing open debridement. Pitting was discovered on articular surface. Culture came back staff epidermis.